Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique occurred on an unknown date and was further described as ¿the patient attendant was doing capd (continuous ambulatory peritoneal dialysis) without proper training¿, which led to the peritonitis. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection vancogen (1 gram, frequency not reported) intraperitoneally. On an unreported date, the patient¿s pd catheter was removed. The outcome of the peritonitis was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.